Manufacturer narrative:
Product analysis: the connector was confirmed to be broken. The lower case and main seal were found to be damaged. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019: the epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged ventricular output connection port. The epg is expected to be returned for service. There was no patient involvement.